Event description:
It was reported to boston scientific corporation that during a ureteroscopy w/laser stone procedure using a flexiva 200 laser fiber, the fiber worked initially and then stopped working; there was no energy being transmitted. The blast shield of the laser was checked and up to par. Laser energy from a holmium 1000 watt laser set at 20 joules and 30 hertz was being used with the fiber. The procedure was completed with a stone basket without any complications to the patient. The patient condition post-procedure is unknown. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
This is device 1 of 2. Refer to MDR # 3005099803-2013-01397. (B)(6). Visual examination of the returned fiber revealed approximately 1.5 mm of exposed glass tip remaining and appeared used. The pattern on the tip face is consistent with a fracture indicating that a portion of the tip broke off. Heavy debris was observed on the fiber face within the "sub-miniature a" (sma) connector causing the aiming beam to be weak and scattered. The fiber was recognized by the console.